Manufacturer narrative:
The reported failure was caused by a faulty expiratory valve coil which regulates the end expiratory pressure. The returned expiratory valve coil was investigated and the failure as described in the complaint was reproduced. The investigation found a loose cable inside the expiratory valve coil caused by a broken solder joint. This resulted in loss of power to the expiratory valve coil disabling it to close and causing the reported problem.